Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscopy workstation's castor had fallen off. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device. The clinical procedure as reported in the complaint, does not use olympus equipment, but declares a competitor's product in use at the time of failure. Research indicates this competitors product appears to be housed on its own purpose made workstations and therefore, the non-compatible equipment is not being considered as a contributing factor to the olympus product failure in this investigation. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The most likely cause of this particular failure is metal fatigue within the castor mounting spigot. The equipment is operating beyond it designed working life expectancy with no maintenance activity disclosed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The event happened during preparation for use for a diagnostic monarch robotic endobronchial ultrasound procedure. The procedure was completed with a similar device.